Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 425 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient was taken by ambulance to the hospital. Once at the hospital upon removal of the pod, the cannula was found to be bent. The patient had blood work performed. The patient was treated with anti-nausea medication as well as intravenous fluids. The patient had a new pod activated. The patient was released from the hospital after 7 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.